Event description:
It was reported that the patient experienced a refractory ventricular tachycardia (vt) storm and multiple low flow alarms. Log files were submitted for review and captured multiple low flow events on (B)(6) 2023. The calculated flow appeared to have fluctuated below the alarm threshold of 2.5 liters per minute. Some of the low flow events were not sustained for long enough (at least 10 seconds) to activate the audible alarm. The low flow events seemed to be a patient related issue and not an equipment related issue. The patient was placed on venoarterial extracorporeal membrane oxygenation (va ECMO).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
E1: reporter email was unavailable. Manufacturer's investigation conclusion: a specific cause for the reported event of ventricular tachycardia, as well as a direct correlation to the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this evaluation. Additionally, a review of the submitted log files confirmed multiple low flow alarms; however, a specific cause for these events could not be conclusively determined. The controller event log file contained events from 04oct2023, per the timestamps. Multiple, transient low flow hazard alarms were captured throughout the file. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm 3 lvas patient handbook are currently available. Section 1, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia that may be associated with the use of the heartmate 3 lvas. Additionally, section 6, "patient care and management", lists arrhythmia as a potential late postimplant complications. The IFU also addresses all pump parameters, including pump flow. The IFU also states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Additionally, the IFU and patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. The handbook also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.